Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Us clinical narrative: a patient of unknown gender and age with an unknown past medical history presented in cardiogenic shock consistent with scai shock stage d and was supported with an impella cp pump. The device was implanted percutaneously via the femoral arterial access site. Following ICU check-in, a hematoma was reported at the device access site. The patient remained on support; however, the patient subsequently expired while the impella device was in use. Due to limited information, a causal relationship between the device and the reported hematoma or patient death cannot be established based on the information provided. The death is conservatively being reported to the impella cp but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage d shock on multiple inotropes and pressors and was ventilated for respiratory support.